Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the complaint history, the device history record, documentation, instructions for use (IFU) and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted that three (3) non-conformance issues were identified. The non-conformances are for the basket/grasper will not open/close, loose foreign matter and a displaced component in the package. A review of complaint history revealed there have been two other complaints associated with complaint device lot number 7872052. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Device is shipped with instructions for use which states; under direct visualization, locate the stone and advance the extractor to a location just proximal to the stone. Slide the thumb lever on the handle to the ¿open¿ position to deploy the basket near the stone and maneuver the device until the stone is within the basket. Once correctly positioned, draw the basket down around the stone and slide the thumb lever into the ¿close¿ position. Maintaining position of the stone within the basket, retract the scope and basket." Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during a tul (transurethral ureterolithotripsy) procedure, the complaint device was advanced to the lesion transurethrally through a flexible urethroscope. When the physician grabbed the stone with the complaint device, the basket wire reportedly broke. Another device was used to complete the procedure, with no further complications reported.